Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The presence of a crystallized deposit considered inorganic located on the external surface of the light guide lens likely occurred due to insufficient reprocessing. The crystallized deposit is likely residues from chemicals following the occurrence of heat crystallization. The defect of the acoustic lens of the probe unit likely occurred due to some sharp object having come in contact with the pink coating. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿error code 216¿scope communication error¿ was confirmed. The following findings were also noted during device evaluation: bending section glue is separated and white clouded, biopsy channel and the probe unit are both found leaky, angulations are out of specification, and the presence of a crystallized deposit considered inorganic located on the external surface of the light guide lens, which may have been some residues from chemicals. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope image is "orange.¿ upon inspection and evaluation, crystallized deposit on the lg lens causing decrease in output light and also a compromised image that likely resulted from insufficient reprocessing. Acoustic lens (ultrasound transducer) has been damaged with missing parts causing poor insulation. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.